Event description:
The customer reported that the current speaker was damaged and not working. The customer requested the part ID for a replacement speaker and no information was provided on how the speaker was damaged. The device was not in clinical use at the time the reported issue was discovered.